Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 -6.0/1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Lens rotation not associated to low vault was observed. Lens was repositioned on (B)(6) 2021 which resolved the problem. On (B)(6) 2024, status of eye was reported as "lens off axis" and problem not resolved. Plan to exchange for a longer lens. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 -6.0/1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Lens rotation not associated to low vault was observed. Planned repositioning and possible exchange if repositioning does not resolve the problem. Cause of event was reported as unknown. Supplemental #1 is n/'a as no confirmation was received for the repositioning. (B)(4).

Manufacturer narrative:
B5 - lens was repositioned on (B)(6) 2024. Claim# (B)(4).